Manufacturer narrative:
The customer's meter and test strips were provided for investigation. The returned meter and test strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.2 inr. Donor 2 inr: 2.9 inr. Donor 1 hct: 60%. Donor 2 hct: 52%. Testing results: donor #1: master lot: 2.2 inr. Customer strip and meter: 2.2 inr. Donor #2: master lot: 2.9 inr. Customer strip and meter: 2.9 inr. All inr values were within the specified maximum difference between measurements. The patient samples were always identified as blood. No error messages occurred. The returned material and the retention material meet specifications. No information was provided that would point to a cause for the result discrepancy.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous results for one patient tested with coaguchek xs meter serial number (B)(4). At 14:53, a sample from the patient was tested on the meter, resulting as 3.5 inr. At 14:55, a sample from the patient was tested on the meter, resulting as 3.0 inr. At 14:57, a sample from the patient was tested on the meter, resulting as 2.4 inr. All meter testing was performed with samples from the same fingerstick. The patient's finger was massaged to obtain more sample for the last two tests, since it was still bleeding. The first sample was applied to the test strip within 15 seconds. The last two samples were applied to the test strip within minutes. Approximately 20 minutes later, a sample was collected from the patient and then tested using an unknown laboratory method. The result from the laboratory method was 2.9 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment as a result of the incident. The patient's therapeutic range is 2 - 2.5 inr. The patient's testing frequency is monthly. The patient is not anemic or polycythemic. The patient does not have antiphospholipid antibodies. The patient does not take heparin, lovenox, or thrombin inhibitors. The patient has had no changes in diet, medications, or illnesses. The patient has had no bruising or bleeding. The meter had not been cleaned under the "blue lid". The customer's product was requested for investigation. Relevant retention test strips (lot 235473-13) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications.